Event description:
Related manufacturer report number: 2017865-2021-38287. It was reported that the pace sense lead impedance was high and out of range and capture thresholds were high on the right ventricular (rv) lead. During a procedure to explant the right ventricular lead, a non abbott atrial lead and an abbott left ventricular lead became dislodged. The system was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of high pacing threshold and high pacing lead impedance were confirmed. As received, a partial lead (distal end) was returned in one piece. Visual inspection of the lead found calcification covering the ring electrode which is assumed to be the cause of the rise in the pacing impedance and high pacing threshold as indicated on the device session records. Lead impedance test could not be performed due to as received procedural damage to the lead.